Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the inserter rolled over the optic and scratched the lens was when inserting. The lens was removed and replace during the initial procedure. There was no patient harm. Additional information has been requested.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of rolled over optic and scratched lens; therefore, the condition of the product could not be verified. A review of the device history records traceable to the possible lot numbers, indicates that the product was processed and released according to the product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record review of the lot numbers provided indicated the product was released to the product¿s acceptable criteria; therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened injector was returned for the report of the injector rolled over the optic and scratched the lens. The returned sample was visually inspected and was found to be non-conforming for the plunger head slightly bent downward. A functional thread engagement and plunger movement check was performed and was found to be conforming. Finally, a dimensional plunger position height check was performed and was found nonconforming, due to the plunger head bent. The evaluation does confirm the injector plunger has a bend at the plunger head resulting in a slightly downward plunger position. The root cause for the nonconforming plunger height is from poor handling, but when and how the plunger position became damaged cannot be determined from this evaluation. This injector has been in service for approximately eleven years. The manufacturer internal reference number is: (B)(4).